Manufacturer narrative:
The company representative examined the system and replaced the ultrasonic (u/s) handpiece cable. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction procedure the handpiece stopped working. The handpiece was exchanged to complete the case following a 20 minute delay. There was no harm to the patient. Additional information was received reporting the handpiece was re-turned twice and did not work the second time. There was no harm to the patient.